Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to connect a freestyle libre 3 plus sensor to the ilet for the first time and received a message that the sensor was already in use by another device; the user removed the libre 3 plus app, inserted a new sensor, paired it with the ilet, completed warm-up, and then began receiving readings, consistent with an incorrect pairing procedure and not attributable to any specific device component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found, with a usage problem identified and the issue traced to improper or incorrect setup while no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user error.